Manufacturer narrative:
Other applicable components are: product ID 37085, serial# unknown, product type: extension; product ID 37085, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient had initially experienced a "long charging time" starting three months prior to report that was "normal at first." The charge time reportedly could last over five hours, but averaged one to two hours. The patient's recharger was replaced in an attempt to troubleshoot the issue, but the issue "remained the same." The manufacturer representative (rep) involved with the event reported they "found the deep brain stimulation (dbs) extension leads twined above" the implantable neurostimulator (ins). It was noted the patient's "charging efficiency was only two" coupling bars and as a result the rep wanted to check if the ins was flipped. The rep initiated an antenna locate session on the recharger, but this "didn't help" and reportedly "wouldn't go on even [when] they moved the antenna above the ins without clothes." It was noted the patient's system connections were good and the treatment effect was ok." It was further noted the charging issue was "inconvenient" for the patient and reportedly decreased their quality of life.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the parkinson¿s disease patient¿s charging process only showed two coupling bars (normally was eight) in any case of moving and pasting the charging antenna onto skin. A manufacturer representative tried many times and tested the recharger on another patient, however the charging efficiency was normal. Recharging frequency matched the patient¿s settings and it was noted the patient was trained. It was unknown which mode the device was in. The low efficiency and charging time was long. It was reportedly suspected there was an issue with the ins, but it was later noted there was ¿no¿ issue with the ins. Testing with a recharger indicated that two coupling bars was regular, but that three or four coupling bars were also sporadically achieved. It was stated the ¿longer than before¿ charging issues had not resolved at the time of follow-up.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly found. The ins was functionally okay. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ultra ins, indicating that this ins is working correctly with a recharger.

Event description:
Additional information reported the parkinson's disease patient complained that during the last months in the charging process, the charging efficiency only showed 2 (normal was 8) in any case of moving and paste charging antenna onto skin. A manufacturing representative had also tried to charge the patient's ins many times and tested the recharger on another patient, the charging efficiency showed normal. Recharging frequency matched the patient's settings, the patient was trained. It was unknown which mode the device was in. It was stated the patient experienced "low efficiency" and a long charging time. While the patient's physician had initially suspected an issue with the ins, information was later received that reported there was no issue with the ins. The patient regularly received two coupling bars between their recharger and ins and sporadically received three or four bars as of (B)(6) 2016. It was stated the patient's charging time was "longer than before" at that time and the recharging issues remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.